Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reeu0600 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after peripheral puncture for PICC in msd during introduction of the guide wire, no progression was observed, and it was decided to remove it because there was a feeling of vacuum. An opening was observed in two parts of the malleable and distal portion of the wire without breaking the tip, which was completely removed. No other information was provided.